Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review was conducted, and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. A review of the device history record is pending.

Event description:
MDR report#: mw5178964 was received regarding a 30" (76 cm) appx 3.3 ml, 20 drop admin set w/integrated chemolock¿ drip chamber, spiros® w/red cap, hanger. The report stated that the rn received prepared medication (actemra) for outpatient pharmacy. The medication was delivered as per usual, in a separate bag with the IV bag already spiked and primed with secondary IV set tubing. The rn removed the medication from the bag already spiked and primed with secondary IV set tubing and hung it up on the IV pole, removed the red cap to attach to the patient's primary tubing for administration and the universal spike from the secondary IV set just fell out from the attachment site of the secondary bag of actemra, resulting in the medication begin spilled. No patients or staff were harmed.